Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that the doctor had observed that a part of a stylet, being stuck inside the cap, had been extended when adjusting the length of it before use. To adjust the length, the doctor loosened the cap, pulled the stylet out of the catheter a bit, cut down the catheter, and put the stylet and cap back respectively. When the doctor tried to pull the stylet after those steps to adjust the length, the stylet got stuck inside the cap and extended while leaving the position of the tip of the stylet unchanged. This device was not used for the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the stylet unraveled was confirmed and the cause was determined to be use related. One stylet wire and t-lock extension set were returned for investigation. The red hang tag was attached to the wire. The stylet core wire had been pulled through the septum on the t-lock extension set. The core wire was still attached to the black tab. The core wire extended 74.7cm from the distal end of the black tab. The coil wire was stretched over the core wire. The section of coil wire distal to the t-lock extension set was not stretched and unraveled. The distal tip of both the core wire and the coil wire were microscopically examined. The weld tip was not present and the cross sections were noted to be flat with striations across a portion of the surface. The striated surface exhibited increased luster compared to the remainder of the cross section. These characteristics indicate that the stylet was severed. This type of damage typically occurs when the catheter is trimmed to length without sufficiently retracting the stylet. The IFU cautions, ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the doctor had observed that a part of a stylet, being stuck inside the cap, had been extended when adjusting the length of it before use. To adjust the length, the doctor loosened the cap, pulled the stylet out of the catheter a bit, cut down the catheter, and put the stylet and cap back respectively. When the doctor tried to pull the stylet after those steps to adjust the length, the stylet got stuck inside the cap and extended while leaving the position of the tip of the stylet unchanged. This device was not used for the patient.